Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 260 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, there are no more strips in the vial. Replacement was sent.

Event description:
The event is reported as: the breathing circuit does not stay attached when pressure is added. The circuit blows off and does not stay connected to the CPAP mask. No patient injury reported.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.